Event description:
It was reported that several hours after a right ventricular (rv) lead replacement procedure, loss of capture was noted. The rv lead was noted to have been programmed to high output at the end of the procedure. The physician did another revision procedure to check the lead position as x-ray showed the atrial lead was pulled back. Slack was added to both the atrial and ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5086mri58, implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator (B)(6) 2013.